Event description:
Additional information received reported that the patient was ¿doing well.¿ the patient was scheduled for a follow up appointment the week following the day of report.

Event description:
It was initially reported the patient was seen in the clinic on (B)(6) 2014 due to increased agitation. A csf culture was taken from the patient¿s shunt (that was just placed in (B)(6)) and the csf was (B)(6). The patient was admitted to the hospital and was receiving antibiotics. Per the reporter, the infusion system was fine, no signs of infection or problems noted. The hpc would continue to monitor closely. The pump was used to deliver lioresal. Additional information has been requested. It was further reported that the cultures of the csf were now showing (B)(6). However, there was now fluid around the pump and that fluid tested (B)(6). It was thought the fluid test was performed on (B)(6) 2014. The infectious disease physician was involved and inquired what products should be removed, just the pump or the pump and the catheter, and noted that the patient¿s shunt was removed.

Event description:
Additional information received reported that the patient had problems with their shunt in (B)(6). (Information regarding the 2 pump related surgeries can now be found in regulatory report # 3004209178-2014-12994 and regulatory report # 3004209178-2014-12996).

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient had several surgeries with the pump. As far as the manufacture representative a total of three that includes the removal of the pump. It was reported that the healthcare provider's office said the other surgeries had been with the shunt, they did not think there had been a total of 12. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported patient had a baclofen pump that was placed in (B)(6) of 2013. It led to a cerebral spinal fluid (csf) leak "and the base of her spine and subsequent diagnosis of hydrocephalus." It was noted that due to the patient's new diagnosis required surgery for "vp shunt" (ventriculoperitoneal) in (B)(6) 2013. It was reported that since (B)(6) 2014 the patient had three shunt infections as well as a surgery to revise the wound over the pump. The surgery was done as the patient had what "looked like a decubitus ulcer developed from the inside out." The baclofen pump was removed the week of the report with the plan to reinsert in several months. The patient's parent was concerned that even though the pump was great for the patients spasticity, they questioned if the patient had reacted to one pump would they react to a second one. The patient's parent had asked the physicians but their response was "I don't know." It was noted that the patient had 12 surgeries in 2014, all related to either the baclofen pump or the shunt.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had been weaned all the way down to 24mcg/day of 500mcg/ml of lioresal. The patient had increased agitation and a fever that started approximately 1 and a half weeks prior to the day of report. It was noted the patient was to shut of the pump on (B)(6) 2014 and explant on (B)(6) 2014. It was noted that the patient had received intravenous (IV) antibiotics. Additional information received reported that the patient was going to be programmed to minimum rate mode and were not going to stop the pump at this time.